Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps is confirmed because the patient stated that they did not change out the solution bags when they changed out the cassette. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, home patient (hp) had started over with a new cassette and the same bags. The technical service representative (tsr) asked the hp if he changed out the bags when he changed the cassettes. The hp did not. The tsr advised the hp to start over with new supplies including new bags. The hp understood the explanations and would start over with new supplies. Global product surveillance contacted hp on (B)(4) 2011. The hp was able to complete therapy with new supplies. There was no patient injury or medical intervention reported.